Event description:
It was reported that the patient underwent an ipg explant procedure due to overheating.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.